Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 04/16/2025. On the day the sensor was inserted into the patient's arm, the patient's spouse reported that the sensor was damaged. Upon removal of the sensor, no portion of the sensor wire was visible on the sensor pod. The patient subsequently developed pain and swelling at the insertion site and alleged that the sensor wire remained in the skin. The patient mentioned they would go to the emergency room (ER) to have the area checked. On (B)(6) 2025, the patient's spouse called back to provide information regarding medical intervention. On (B)(6) 2025, following the initial dexcom report, the patient developed an infection at the insertion site, prompting a visit to the emergency department (ed). On (B)(6) 2025, tech support contacted the spouse and confirmed that the patient had a negative x-ray in the ed. Subsequently, an ultrasound was performed, which revealed that the sensor wire was retained under the skin. The ER surgeon declined to remove the retained wire, stating that the sensor wire was "encapsulated" under the skin. The patient was discharged home five hours later with a prescription for oral antibiotic medication (bactrim, unspecified dosage). At the time of the follow-up report, the patient was reported to be doing fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.